Event description:
It was reported the lead impedance was fluctuating and the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: defib conductor fractured; full lead returned in segments. The lead appears to have been implanted with a bend in it at the fracture site. It cannot be determined if the bend occurred at implant or while implanted.